Event description:
It was reported that a 67-year-old caucasian female who underwent breast augmentation revision with 370cc mentor memorygel xtra breast implants experienced possible bilateral rupture, bilateral ptosis, and right sided baker grade IV capsular contracture post procedure. The right breast was tight and hardened. As a result, right sided capsulectomy and replacement with a 370cc mentor memorygel xtra breast implant was performed on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the left implant. See 1645337-2022-11932 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9676337 number on october 25, 2022 and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2022. The devices, reported to have been possibly ruptured, were found to be intact. Manufacturer¿s reference number: (B)(4).